Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿vent was missing the knob covers. The front panel was panel, and it was not ventilating¿ was confirmed. During the cycle check the device exhibited continuous flow. The o-ring, timing valve, was replaced; the chassis and front panel label kit were straightened and aligned, and the device no longer exhibits continuous flow. Probable cause of "it was not ventilating" was the timing valve o-ring, defective part/assembly. Probable cause of "the vent was missing the knob covers. The front panel was panel" was an impact to the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the vent was missing the knob covers. The front panel was panel, and it was not ventilating¿; during device evaluation it was found the device exhibited continuous flow. There was no patient involvement.